Event description:
The device was explanted due to a field advisory and was returned for evaluation. It subsequently tested out of specification consistent with that advisory. No patient complications have been reported as a result of this event.

Event description:
Asku

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device-related adverse event or product problem was received from the user facility. Evaluation summary: no anomalies found. Further review of the device memory reports indicate the device was functioning at the time of explant. Impedance values measured at that time indicate the battery wire bond connection was intact. It is believed that bending from the explant process or the application of mechanical shock after the device was removed could cause this population of bondwires to lift.